Manufacturer narrative:
Two 2420-0007 samples were received without packaging for investigation; both samples were received with clear residual fluid throughout, and one of which was heavily contaminated with blood. The customer reported that "IV tubing completely disconnected from luer lock connector" on a set from lot 23105143. A visual inspection of the returned sample confirmed the customer's experience in one of the sets; the sample was missing the male luer, minimal signs of residual were present (appendix 1). No separation was confirmed with the second set and functional testing did not observe any leakage or separation throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 23105143 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: IV tubing completely disconnected from luer lock connector once had already been connected to patient.